Event description:
It was reported that one of the arms of the g2 filter perforated the vena cava. The filter was implanted in a patient prior to a nephrectomy as the patient had a history of recurring pe. It was reported that when the filter was deployed, one arm of the filter went into an accessory vein which subsequently perforated the vessel. During the nephrectomy, the surgeon decided to cut the piece of the arm that had perforated the vessel so it would not present problems during the surgical procedure. Reportedly, the physician cut the blood supply to the accessory vein to prevent any bleeding. The filter remains in place. The patient was reported to be asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The delivery system was discarded by the user facility; the filter remains implanted; however, a limb of the filter was returned for investigation. The evaluation is currently underway.